Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 82 noted. Motor was tested outside device and passed. Pump error 63 alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly.

Event description:
The customer reported via phone call that her insulin pump had received a pump error. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted in troubleshooting and it was reported that the customer was able to clear the alarm and able to complete the insulin pump rewind. The customer was assisted in performing displacement test and it was passed. The insulin pump will be returned for analysis.